Event description:
It was reported that a hole was found in the proximal filter of the sentinel cerebral protection system. A sentinel cerebral protection system (cps) was selected for use during an angiovac procedure. An introducer sheath was placed and the sentinel cps was positioned with the proximal filter successfully deployed into brachiocephalic artery and distal filter successfully deployed into left common carotid artery. The angiovac procedure was performed. Following the procedure, the sentinel cps was removed and a hole was noted in the proximal filter. There were no reported patient complications.

Event description:
It was reported that a hole was found in the proximal filter of the sentinel cerebral protection system. A sentinel cerebral protection system (cps) was selected for use during an angiovac procedure. An introducer sheath was placed and the sentinel cps was positioned with the proximal filter successfully deployed into brachiocephalic artery and distal filter successfully deployed into left common carotid artery. The angiovac procedure was performed. Following the procedure, the sentinel cps was removed and a hole was noted in the proximal filter. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cerebral protection system (cps) was returned with the proximal filter sheathed, articulating distal sheath relaxed, and distal filter unsheathed. Xray inspection identified damage on the proximal filter. Before flushing the sentinel cps, the proximal filter was unable to be unsheathed using the proximal filter slider (#1). After flushing the sentinel cps, the proximal filter was able to be deployed, and after deployment of the proximal filter, the proximal filter was found to be torn. A transversal cut was performed on the outer sheath of the sentinel cps, and after the cut, a protruding braid was seen on the inner shaft of the sentinel cps. Following the transversal cut, microscopic inspection confirmed the protruding braid on the inner shaft of the sentinel cps.

Event description:
It was reported that a hole was found in the proximal filter of the sentinel cerebral protection system. Procedure summary: a sentinel cerebral protection system (cps) was selected for use during an angiovac procedure. An introducer sheath was placed and the sentinel cps was positioned with the proximal filter successfully deployed into brachiocephalic artery and distal filter successfully deployed into left common carotid artery. The angiovac procedure was performed. Following the procedure, the sentinel cps was removed and a hole was noted in the proximal filter. Patient status: there were no reported patient complications.